Event description:
First report of four pts from the same facility who had duragen implanted and developed a fever. The four cases of fever were defined by the 2013 (B)(4) biovigillance protocol. (The temperature was greater than 100.4 degrees within 24 hours of implantation). The medical criteria were approved for this review by the medical director of the tissue oversight program and the infection prevention and control manager. It is unknown whether these cases were reported to FDA. If the cases were, it would have been reported by another staff member from this facility. As a result of this protocol the pts fevers were only followed for the first 24 hours postoperatively. It is also unknown whether the pts had a fever preoperatively (baseline), whether there was any surgical site infection or whether the hospitalization was prolonged or the outcome. The date of the implant was (B)(6) 2011, during a pelvic fusion. He developed a fever of 100.9 within the first twenty four hours of surgery.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.